Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating they had only two sets of supplies remaining before their next scheduled supply order. The patient explained that they were running short on supplies due to multiple issues experienced during the initial period of use, specifically difficulty keeping the infusion site adhered to the body. These issues were attributed to user error, including forgetting to remove the adhesive backing on two occasions and failing to remove the needle guard during another incident. The patient stated that during the first occurrences of these issues, they replaced all supplies because they believed that was the appropriate action. The agent determined that the supply shortages were related to user error and arranged for replacement supplies to be sent. The patient reported that blood glucose levels were not affected, and lot numbers for the infusion sets were not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.